Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 814:04 was confirmed during quality engineering evaluation. The cause of the determined problem was due to corrosion on channel b. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.04.00 which is categorized as unremediated.